Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "dead" was not confirmed or reproduced during product evaluation. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. However, upon further investigation of the event history, quality engineering discovered that the most severe ancillary problem found during the device evaluation was an underinfusion on channel c. The sample evaluation pre-accuracy test showed a delivered volume of 95.5 g,ml on channel-c, which failed based on the +/- 4.1%(>95.9 g,ml & <104.1 g,ml) testing specification and passed based on the +/- 5.0% label claim. The cause of the underinfusion was not identified and the channel c pumphead module was replaced to resolve this problem. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of "dead". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.